Event description:
The manufacturer received information alleging a patient was not getting enough ventilation from a trilogy evo device. The customer alleged that the tidal volume was reading zero (0) on the device. The customer stated that they upgraded the software version on the device. After the device was turned on after the software upgrade, the device displayed a "ventilation service required" message on it. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.